Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the jaws of the device clamped down on the pulmonary artery and would not open. Some tearing of tissue and bleeding resulted from removing of the stapler. Operative time was extended by one hour and a slightly larger incision was made. Another device was opened to finish the case.